Event description:
It was reported to nova biomedical on february 22, 2010 that on an unk date, the consumer experienced a hypoglycemic event requiring emergent food intervention which made the consumer feel better. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.